Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular pacing lead is exhibiting loss of capture in the left ventricular chamber.